Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-05807. It was reported that the patient presented remotely via merlin.net while in the hospital due to health issues unrelated to their device; the patient was intubated and unconscious. Review of the transmission indicated the right atrial and right ventricular leads exhibited noise that was over sensed by the device. Programming changes were made. No patient condition was reported.